Event description:
It was reported that the pt was taken to surgery for a pump replacement. It was noted that the pump was surrounded by a hard, brittle, calcified pocket. The lower segment of the pump/pocket was "scarred in" and the tissue was also "strangulating" the catheter. It was difficult to remove from the catheter because it had adhered to it. The reporter noted that the health care provider had been having a difficult time accessing the center port at refill due to the calcified tissue. The pump and calcified pocket were removed with difficulty using bovey. Additional info has been requested; a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was later reported that it was a routine surgery for eol (end of life) of the pump; however at the time of surgery patient's family informed the healthcare provider (hcp) that the home health had trouble filling. On (B)(6) 2011 they were not able to access pump. A second nurse tried the next day and had problems, but was able to access. During surgery when the pocket was opened, pump was encapsulated in a hard crystalized substance as reported previously. Hcp had difficulty removing as the substance was adhered to silicone catheter. A sample was bagged in preservative solution and sent for analysis. Surgery was uneventful; catheter was pressurized to make sure that no tear occurred with debridement of crystalline material. There was no dacron pouch used with original pump implant. Battery depletion was noted. Patient sustained no injury; recovered without sequel.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the cause of the event (calcified pocket) was most probably there was a pocket fill by bhi at some time. Per the reporter, there was no injury and no patient signs/symptoms; bhi was able to instill the medication and refill the pump. The pump was due for a change out, but the refill occurred prior to the already-scheduled surgery. The pump was explanted (B)(6) 2011. The medication administered via the pump was dilaudid 10 mg/ml concentration at a daily dose of 3.528 mg/day.